Manufacturer narrative:
A1. Patient identifier: (B)(6). B5. Event description, d. Suspect medical device section and g1. Manufacturing site were update with additional information. B1. Adverse event/product problem, b6. Relevant tests/laboratory data, b7. Other relevant history updated.

Event description:
Elegance clinical trial it was reported that a dissection with severity grade c occurred during the treatment of the first target lesion. The subject underwent treatment with two ranger drug coated balloons on (B)(6) 2021 as a part of the elegance clinical trial. The first target lesion was located in the left mid superficial femoral artery (sfa) and extended into the distal sfa. The lesion had a 6.0mm proximal reference vessel diameter and a 5.0mm distal reference vessel diameter with a lesion length of 150mm. The lesion was 90% stenosed and was classified as tasc ii c lesion. Prior to target lesion treatment, lithotripsy was performed with a non-boston scientific (bsc) product. A 5.0mm x 200mm ranger drug coated balloon was selected for treatment of the first target lesion. During treatment, a dissection was noted with severity grade c. In response to the dissection, a 6mm x 100mm non-bsc drug eluting bailout stent was placed. Post treatment, the final residual stenosis was noted to be 20%. The dissection was resolved. Prior to discharge, the patient was given clonidine as their systolic blood pressure was 180-190mmhg. At discharge, the patient's blood pressure had decreased to 171mmhg. There were no patient complications reported. It was further reported that the dissection grade c observed during the treatment of the first target lesion was caused by the non-bsc lithotripsy device. Therefore, the complaint has been withdrawn.

Manufacturer narrative:
A1. Patient identifier: (B)(6). B5. Event description, d. Suspect medical device section and g1. Manufacturing site were update with additional information.

Event description:
Elegance clinical trial. It was reported that a dissection with severity grade c occurred during the treatment of the first target lesion. The subject underwent treatment with two ranger drug coated balloons on (B)(6) 2021 as a part of the elegance clinical trial. The first target lesion was located in the left mid superficial femoral artery (sfa) and extended into the distal sfa. The lesion had a 6.0mm proximal reference vessel diameter and a 5.0mm distal reference vessel diameter with a lesion length of 150mm. The lesion was 90% stenosed and was classified as tasc ii c lesion. Prior to target lesion treatment, lithotripsy was performed with a non-boston scientific (bsc) product. A 5.0mm x 200mm ranger drug coated balloon was selected for treatment of the first target lesion. During treatment, a dissection was noted with severity grade c. In response to the dissection, a 6mm x 100mm non-bsc drug eluting bailout stent was placed. Post treatment, the final residual stenosis was noted to be 20%. The dissection was resolved. Prior to discharge, the patient was given clonidine as their systolic blood pressure was 180-190mmhg. At discharge, the patient's blood pressure had decreased to 171mmhg. There were no patient complications reported.

Event description:
(B)(6) trial . It was reported that a dissection with severity grade c occurred during the treatment of the first target lesion. The subject underwent treatment with an eluvia drug eluting stent and a ranger drug coated balloon on (B)(6) 2021 as a part of the (B)(6) trial. The first target lesion was located in the left mid superficial femoral artery (sfa) and extended into the distal sfa. The lesion had a 6.0mm proximal reference vessel diameter and a 5.0mm distal reference vessel diameter with a lesion length of 150mm. The lesion was 90% stenosed and was classified as tasc ii c lesion. Prior to target lesion treatment, lithotripsy was performed with a non-boston scientific (bsc) product. A 5.0mm x 200mm eluvia stent was selected for treatment of the first target lesion. During treatment, a dissection was noted with severity grade c. In response to the dissection, a 6mm x 100mm non-bsc drug eluting bailout stent was placed. Post treatment, the final residual stenosis was noted to be 20%. The dissection was resolved. There were no patient complications reported.

Manufacturer narrative:
Patient identifier: (B)(6).